Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. There was no excessive no delivery alarm, no motor error alarm and the motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm, motor error alarm and high blood glucose levels. Customer's blood glucose level was 511 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for no delivery alarm was performed. Customer advised they removed their set and realized they had a bent cannula. Troubleshooting for motor error alarm was performed. Customer advised the motor error alarm occurred during basal delivery and bolus delivery. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.